Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of report with mfg report number: 8010042-2021-00913. Therefore, for evaluation results and manufacture¿s narrative please refer to that report.

Event description:
It was reported that the ventilator generated two technical error codes indicating disabled valves and a communication failure between the monitoring and the breathing subsystems. There was no patient harm. Manufacturer's ref.#: (B)(4).